Event description:
Patient started on extracorporeal photopheresis (ecp) procedure. Soon after treatment started, it was paused due alarm on the instrument. It was noted that the kit was leaking - mallinckrodt hotline was called and notified. Clinical staff was advised to stop treatment and can continue treatment with new instrument and kit, if deemed okay by physician. Notified rounding physician and was told it was okay to proceed with treatment.